Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported an intracapsular rupture on the right side diagnosed by ultrasound and MRI. The device has been explanted.

Event description:
Healthcare professional reported an intracapsular rupture on the right side diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported an intracapsular rupture on the right side diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.